Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. Customer¿s wife reported that screen went out, the numbers were messed up and then it just went out. Customer is not calling back after receiving a new battery cap. Customer literally just pulled it out of his pocket to bolus and it was messed up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.